Manufacturer narrative:
The customer¿s report that the safety clamp failed to engage as expected was confirmed during an on-site inspection. Physical inspection noted the device to be in good condition with only minor damage. The door latch was determined to be a 3rd party part. The door sear was also determined to be a 3rd party part. Due to continued usage of the pcu and pump module following the incident, both event logs no longer contained the relevant information for the epinephrine infusion time period. The oldest event still remaining in the pcu log occurred on (B)(6) 2016 which is well beyond the incident date of (B)(6) 2015. The oldest event still remaining in the pump module log occurred on (B)(6) 2016 which is also well beyond the incident date of (B)(6) 2015. The pump module error log contained data going back to the date of manufacture but did not contain any errors on the date of the incident. Testing of the safety clamp sensors indicates that the sensors are working as designed when a safety clamp open condition is present. The device was found to alarm properly with the audio alarm that cannot be silenced and a scrolling warning message of ¿safety clamp open/close door.¿ functional testing indicated that the 3rd party latch (B)(6) did not engage the safety clamp (B)(4) of the time. The root cause of the customer¿s complaint that the safety clamp failed to engage as expected was determined to be related to the non-carefusion door latch and (B)(6) assembly.

Event description:
The customer reported that during the process of adding another IV set to infuse an unspecified medication, the user noted that a previously established IV set began infusing inadvertently, and an entire bag with epinephrine 5mg/255ml infused. The patient had a stroke and subsequently died. The clinician said the event occurred due to a device failure and not human error. The devices were evaluated by the biomedical department at the facility and returned to service. The customer stated that the event disposable set was not saved and no testing was performed on the set. It was noted that the roller clamp was not engaged when the nurse removed the tubing from the pump; the user expected the safety clamp to engage.